Manufacturer narrative:
The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when connected to the tactisys unit, with no error messages noted. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device also met specifications during temperature testing. A simulated ablation test was conducted and no anomalies were noted. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The luer hub had been cut off of the returned device and was not returned. As a result, flow testing and leak testing were not able to be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported av block was procedure related.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a right ventricular outflow tract ablation, av block occurred following ablation. Mapping along the outflow tract was conducted and morphology identified an activation site near the lower right ventricular outflow tract (rvot) near the septal area. Ablation was attempted but did not terminate the signal. Retrograde access was conducted to access the left ventricular outflow tract (lvot) and an additional voltage map was created and identified an activation site near the ablated rvot. The targeted ablation site was difficult to access and contact force and stability were difficult to maintain. Once the catheter was stabilized, the targeted area was identified. Several unsuccessful ablations were carried out but the dws power cable was accidentally disconnected. When power was restored, the previous lesions would not display. Ablation was continued and the right coronary cusp was targeted 10 mm above the his signals. During ablation, a signal went unconducted after 14 seconds and the patient experienced av block. Pacing was attempted but would not recover the conduction so the procedure was cancelled. A pacing wire was inserted and a permanent pacemaker will be implanted. There were no performance issues with the device, the instability was due to the difficult target site.